Event description:
The facility representative reported a pca ii pump with a condition of "physical damage." It is unknown when the event occurred; however, it was identified in the "pre-operative" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation was not performed as this device is no longer supported. This rental unit will stay in baxter's inventory.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a pca ii pump with a malfunction of "physical damage" was confirmed during device evaluation. The cause of the problem was physical damage to the door latch such that it was bent and prevented the door from being closed and locked. The device was not repaired because this rental unit stays in baxter's inventory.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.